Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence, incomplete uterovaginal prolapse, dysmenorrheal and menorrhagia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with lavh, cystoscopy, anterior colporrhaphy, and perineoplasty due to stress urinary incontinence, incomplete uterovaginal prolapse, dysmenorrheal and menorrhagia. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, organ perforation, constant infections, bleeding, recurrence, dyspareunia, vaginal scarring, and has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent anterior vault repair with placement of implant with uphold mesh (boston scientific), urethrolysis of pubovaginal sling, and cystoscopy on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, organ perforation, bleeding, recurrence, dyspareunia, and vaginal scarring. It was also reported that the patient experienced erosion, chronic pain and constant infections and underwent anterior vault repair with placement of implant with uphold mesh (boston scientific), urethrolysis of pubovaginal sling and cystoscopy on (B)(6) 2009. No additional information was provided. (B)(4).